Event description:
It was reported that patient had urinary retention. Inserted foley and after urine return, inflated balloon to 10 cc. After foley was draining, noticed that the tubing (supposed to be a closed system) above the balloon port was dripping. When balloon was emptied, only 5 ml came out and balloon was completely deflated. Stated called supply chain, they stated to place a different foley from a different lot and stated had to have new foley re inserted. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: note: it is not necessary to pre-test the foley catheter balloon. Foley catheter removal: to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had urinary retention. Inserted foley and after urine return, inflated balloon to 10cc. After foley was draining, noticed that the tubing (supposed to be a closed system) above the balloon port was dripping. When balloon was emptied, only 5ml came out and balloon was completely deflated. Stated called supply chain, they stated to place a different foley from a different lot and stated had to have new foley re inserted. No medical intervention was reported.